Manufacturer narrative:
Date of initial report: 08/23/2007. The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that the technicians discovered a water leak in the tip of the radio frequency ablation needle. They reported that there was no pt impact.